Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, there was an o-ring on the pneumatic tap during the cartridge load process. Tandem technical support made multiple attempts to follow up with customer, but was unable to do so.